Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore, leakage. During intravenous infusion at (B)(6) hospital, leakage of medication was observed at the septum, soaking the patient's clothing and resulting in wastage of therapeutic solution. After removal, flushing with a new pre-filled connector revealed leakage at the connection point.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. Analysis of the sample showed that during the leak test, droplets were discovered and the septum was dissected and a column tear inspection was performed which confirmed the septum had a hole in it. Bd was not able to determine the cause of the failure due to there being various causes of this type of failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information